Event description:
During the procedure, the needle had pierced the sheath near the drain holes of the device. The needle could not be fully inserted into the first introducer. There was resistance felt at the end of the sheath and another introducer was used but the needle could not be pushed completely through, and it pierced the sheath of the second introducer that was used. A third introducer was used to continue and complete the procedure. A stylet was used with the device.

Manufacturer narrative:
One swartz braided introducer was returned to the manufacturer for analysis. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator; however, the needle exited through the aforementioned perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the insertion difficulty and perforation remains unknown.

Event description:
During the procedure, resistance was noted when inserting the needle with stylet into the sheath and could not be advanced fully into the introducer. A second introducer was obtained and the needle could not be advanced and punctured the sheath. A third introducer was used to continue the procedure.